Manufacturer narrative:
The complaint device has been returned. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite 3d device fractured on the hinge area. Additional information received reported that the appliance fractured on lower right button and poor retention on lower tray. It was also reported that the patient did not suffer any harm/injury/adverse outcome.

Manufacturer narrative:
Additional information: d4. Corrected information: a2. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - a crack was found on one of the trays. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had no discoloration. General cleanliness - the returned device appeared to be clean. It was observed that an anchor was broken off. Root cause description. The root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).